Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer(r) eclipse" blood collection needle poor sleeve function occurred. The following information was provided by the initial reporter: it was reported that the sleeve was punctured. When the needle was inserted into the plastic hub, the rubber covered "puncture" needle, which goes into tube, is damaged, bent, and the "puncture" needle can't insert properly because the rubber covering is hung up. Blood then collects into the plastic hub, not the tube. Biohazard for staff and patient.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle poor sleeve function occurred. The following information was provided by the initial reporter: it was reported that the sleeve was punctured. When the needle was inserted into the plastic hub, the rubber covered "puncture" needle, which goes into tube, is damaged, bent, and the "puncture" needle can't insert properly because the rubber covering is hung up. Blood then collects into the plastic hub, not the tube. Biohazard for staff and patient.